Event description:
It was reported by the customer that vaccine splashes out of the syringe once injected and pushing on the plunger. No information was received regarding any serious injury as a result of this report.